Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had failed storage space. A field service engineer (fse)conducted troubleshooting and running diagnostics, which revealed that the latch on the remote manager required replacement. The latch was replaced, the station was rebooted, and the customer successfully tested the inventory on the remote manager. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a storage space failure occurred, and the system indicated that the drawer required maintenance. The customer attempted to recover the failed drawer; however, the system continued to display the maintenance requirement. The customer rebooted the device, but the issue persisted. Additional troubleshooting was performed, including shutting down the station by unplugging the power cord for 2-5 minutes, reconnecting the power, and restarting the station. Despite these actions, the drawer recovery continued to fail. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.